Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of even estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03302. It was reported that the patient's lead had migrated. Surgical intervention took place on (B)(6)2023 where the leads were repositioned to address the issue. Effective therapy was restored.